Manufacturer narrative:
(Device not returned).

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the t-link system started to slow down and then stopped the user from inputting data during the case. The user rebooted the system, the unit came back up but then slowed down again finally shut down. The user completed the case with paper charting. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.